Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during tx complete and at an unknown step of treatment and was not connected at the time of the reported event. The patient reported fluid leaked from the cassette door area. The patient reported draining slowly prior to the leak discovery. The film on the back of the cassette was loose. The patient stated they had issues closing the door. The cycler was on when trying to close the door and the cycler did prompt to insert/remove the cassette. The patient knew how to perform manuals. The patient was advised to call support with any issues. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported slow drain issues while using the cycler. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during tx complete and at an unknown step of treatment and was not connected at the time of the reported event. The patient reported fluid leaked from the cassette door area. The patient reported draining slowly prior to the leak discovery. The film on the back of the cassette was loose. The patient stated they had issues closing the door. The cycler was on when trying to close the door and the cycler did prompt to insert/remove the cassette. The patient knew how to perform manuals. The patient was advised to call support with any issues. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported slow drain issues while using the cycler. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.